Event description:
The hospital reported that during an endoscopic vein harvesting procedure, four of the hemopro 2 could not form the co2 channel. The same unit was used to complete the procedure but the procedure was prolonged due to the poor visualization in the tunnel. Maquet cardiovascular anticipates the return of the product in question. Refer to 2242352-2011-01445, 2242352-2011-01501 and 2242352-2011-01502.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue (s) with this production lot. Internal file number - (B)(4).